Event description:
It was reported that the physician "experienced balloon rupture 2-3 times in chronic stages". No additional info was reported. Note: kyphoplasty products are not distributed in (B)(6).

Manufacturer narrative:
Device not returned, followed up with physician.